Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, light guide cover glue peeling, multiple broken elements and s-connector loose were noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera ii ultrasound gastrovideoscope ultrasound image has significant drop outs. The event occurred during procedure and similar device was used to complete the operation. During a standard service inspection of the customer returned device, light guide cover glue was found to be peeling. This report is to capture the reportable malfunction found at estimation. There was no patient injury or harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the issue is likely to have resulted in the peeling of the glue due to the external force on the distal end due to handling. This issue is addressed in the instructions for use (IFU): "ultrasound gastrovideoscope gf-uct180. Chapter 3 preparation and inspection. 3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor the field performance of this device.